Event description:
It was reported that the patient developed as acute onset of shortness of breath and dyspnea. A remote transmission indicated a sudden spike in atrial lead impedance with high and infinite impedance noted. The patient was seen in clinic and it was found that the atrial lead was not sensing or capturing; an x-ray showed a slight displacement of the inferior most wire. The lead was programmed off and was subsequently replaced. It was noted that the patient is taking part in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician suspected an atrial lead fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.